Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2020. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a bacterial infection led by break in aseptic technique. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug injection (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was continued at the earlier stage of treatment and was withdrawn at the later stage of treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow-up.